Event description:
Boston scientific received information that this patient¿s implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high shock impedance measurement of greater than 125 ohms. The cause of the impedance issue remains unknown, and additional information made available from the field indicated that the patient will continue to be monitored. The ICD and rv lead remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.